Event description:
While doing an appendectomy on sunday with the surgeon, the echelon flex powered plus stapler/articulating linear cutter clamped closed while on the appendix and would not come back open as it is supposed to. The end piece of the stapler came off in the abdomen, however was able to be removed by the surgeon. FDA safety report ID# (B)(4).